Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement or re-evaluation was advised. At this time, this ICD remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement or re-evaluation was advised. At this time, this ICD remains in service, and there were no adverse patient effects reported. According to additional information, this ICD was explanted. There was no indication of replacement. This product is expected to be returned to boston scientific for investigation. No additional adverse patient effects were reported.